Manufacturer narrative:
The actual date of event is unknown. Initial reporter facility name: (B)(6) medical center. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. Sap (B)(4) was created and service performed warranty repair. A review of the device history record showed the device had a manufacture date of 09sep2019. The review was performed from the date of manufacture to the present date 09jul2019. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8015 had error code 110.6021. There was no patient involvement.